Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-15218. The pt had 2 model 3146 leads (from the same lot) implanted as part of her scs system. It was reported the pt was experiencing ineffective stimulation. Surgical intervention was undertaken and the pt's leads were explanted and replaced. The pt reported effective stimulation coverage postoperative.